Manufacturer narrative:
The reported event that the ipg went into service app and recovered during implant was confirmed but during analysis the device performed as designed. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The returned ipg communicated with all lab utilities, and passed all tests on the ate (automated test equipment). The logs did show that the device had a reset the day of the implant procedure (B)(6) 2025 as described in the event details. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent ipg replacement due to normal eri on (B)(6) 2025. After the ipg was replaced, the newly implanted ipg (sn (B)(6)) that had been placed into surgery mode lost the ability to communicate with external devices. Cp logs confirm the ipg entered service app mode. A recovery function was executed by an abbott representative, ipg was successfully recovered, and communication was restored. During subsequent intra-op testing, both extensions showed fracture and high impedances. In turn, the physician decided to explant and replace the newly implanted ipg and both extensions. Therapy was restored post-op.